Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during drain. During troubleshooting it was noted that there were bubbles coming out of the transfer set and that the patient had observed a lot of air in their patient line extension. The power was cycled to clear the alarm and therapy was discontinued. Proper priming techniques were reviewed and the patient was advised to contact their nurse for the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition was use error. The homechoice and homechoice pro apd systems patient at-home guide?, which is shipped with every homechoice device instructs the user to connect the patient line extension to the patient line prior to priming. The guide also instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.